Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion area was located in a severely tortuous and mildly calcified right superficial femoral artery (sfa). A 6.00mm/2.cm/90cm peripheral cutting balloon was selected for use. During the procedure, the second inflation was achieved with a pressure of 6atm and with balloon duration time of 60 seconds. However, the balloon burst. The device was then simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good post procedure.